Event description:
It was reported that a stent was deployed to treat a lesion in the proximal left anterior descending. Three days later, the pt had chest pain, and repeat angiography demonstrated an occlusion within the distal portion of the stent where a small waist was observed. Balloon angioplasty was performed to treat the occlusion.